Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm force bipolar instrument had an issue with opening and closing the jaws. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and found to have a bent grip tang near the base of the grip tip. This causes entrapment of the tissue. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively move with full range of motion in all directions. The grip tips did not open and close properly. The instrument passed energy delivery testing in various grip orientations the instrument also passed the electrical continuity. The product issue was found in the opening and closing of the grips. The probable root cause of the bent grip tang is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.